Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Pharmacy already provide the customer with a replacement. Most likely underlying root cause: mlc-1-user had an inaccurate reference. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low control result with symptoms. The customer is concerned with control test results of 38 mg/dl. The expected fasting blood glucose test result range is 95 -110 mg/dl. The customer did report symptoms of headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test not performed. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is (B)(6) "2019". The meter memory not reviewed for previous test result history. Customer does not have the original meter information to provide for the complaint because the pharmacy kept the meter and gave her meter sn (B)(4) to use in the meantime. Customer will go back to pharmacy to obtain the meter of concern and call back. Customer, however, was not feeling well and is having hypoglycemic symptoms of headache. Ccr will follow up with the customer. Customer declined replacement and disconnected call.